Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic, device was found to be in back up vvi mode. The device restoration was done successfully. The patient was stable and sent home after the device reset.